Event description:
Ventilator circuit being changed on ventilator. Flow calibration completed with another co's humidifier in line. Therapist claims no error in flow calibration. Ventilator left disconnected from pt while therapists suctioned pt. After suctioning, it was noted that the ventilator had no audible or visual alarms activated and the exhaled volume was reading 500+ ml even though it was disconnected from the pt.